Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received motor error alarm. The customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer stated that the insulin pump had no delivery alert. Customer reported that the drive support cap was normal. Customer was assisted with troubleshooting. Customer was unable to clear the alarm and unable to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.